Event description:
Per op report: this value was explanted due to thrombus. Fluoroscopy revealed one leaflet was "frozen shut". At explant, the pt had "significant" pleural effusions. There was clot "all the way around the valve and between the leaflets". "Fresh clot as well as some subvalvular clot" was observed and "obstructed the function of the valve". It was noted that the clot "may have been caused by contraction of the subvalvular apparatus impinging on leaflet motion or by inadequate anticoagulation". The valve was replaced with sjm 27metj-504.